Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the operator valve is stuck. Additional malfunctions are the pm kit is dirty and the hose clamps leak.